Event description:
It was reported that the user was unable to reattach the insulin cartridge connector after a supply and site change, resulting in an inability to deliver insulin until guided troubleshooting confirmed correct cartridge and connector seating and verified flow through the tubing. Symptoms included no reported changes in blood glucose. Outcomes included no interruption of therapy after reconnection and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique error with incorrect connector insertion that was resolved by proper reconnection and confirmation of drops at the tubing. It was concluded that the device functioned as designed and that the event was attributable to user error.